Event description:
A malfunction alarm with code malf 15 was reported, and the fault ID 15-0x277e was available. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and the customer successfully reset it without recurrence of the malfunction code. Customer was advised to continue using the pump and to contact support if the issue recurred.